Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 351172; product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 2000018909.

Event description:
It was reported that the patient was experiencing intense muscle spasms frequency and weakness on the legs, foot and hips. The patient underwent a procedure wherein spinal cord stimulator was removed. No further information could be obtained despite good faith efforts.